Event description:
I was prescribed a spinecor brace by a chiropractor for adult scoliosis. After wearing the brace for 2 weeks during which I was instructed to build up the time from 2-3 hours per day to 12 hours per day I was unable to get to more than 4 hours per day and my pain which had only been in my right back while sleeping is now severe and occurs almost all day as well as being worse than previously at night. In addition I now have radiating pain and numbness down my right lateral thigh and into my right upper knee cap that I never had before. It has been over 3 weeks since I wore the spinecor and the pain is no better. It is severe (9/10).